Event description:
A physician reported that during a vitrectomy surgery in an ophthalmic console the vitrectome was not cutting at all. Surgery was completed with no reports of patient harm.additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The event vitrectome started cutting less to not at all is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The event vitrectome started cutting less to not at all is not considered to be a reportable malfunction as the suspect product was the console not the probe, and it is not likely that a recurrence would result in serious injury. No further reports will be reported under mfg. Report num. 1644019-2022-00534. The manufacturer internal reference number is: (B)(4).